Event description:
It was further reported that at the time of the event, the subject had persistent hypertension and began to cough consistent wit congestive heart failure. Also during the procedure, the subject experienced cardiogenic shock which was treated with intra-aortic balloon counter pulsation and a balloon pump was inserted. On the same day, the patient was diagnosed with elevated end-diastolic pressure consistent with consistent with congestive heart failure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post percutaneous coronary intervention, in-stent thrombosis occurred. In (B)(6) 2010, the subject presented with crushing chest pain and was diagnosed with st elevation myocardial infarction and silent ischemia. Cardiac catheterization was recommended. On the next day, the subject underwent pci with an unknown stent placed in right coronary artery (rca) and index procedure was stage. The index procedure was performed and the subject was enrolled in the (B)(4) study. Target lesion #1 was a de novo lesion, located in the proximal left anterior descending artery (lad) with 98% stenosis and was 26 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation followed by placement of a 3.50 x 32 mm taxus liberte stent. Following post-dilation, the residual stenosis was 0%. On the third day, the subject had afib and had erthymoses and hematoma. Same day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with non-radiating pressure like mid-sternal chest pain on exertion (developed during hiking in heat), shortness of breath and associated with back pain, chills, cough, diaphoresis, dizziness, dysphagia, dyspnea, edema, fever, left arm pain, malaise, nausea, palpitations, presyncope, syncope, tachypnea, vomiting. Aspirin and nitroglycerine were given. ECG revealed st-segment depression and evolution of a new right bundle-branch block with left anterior fascicular block. The subject was diagnosed with acute myocardial infarction. Cardiac catheterization was recommended. In-stent thrombosis of study stent in proximal lad, was treated with thrombectomy and balloon angioplasty. Following thrombectomy there was a residual thrombus noted in the proximal portion which was attempted to be treated with successive repeat thrombectomies and angioplasty but without success. It was then treated with a 3.00 x 30 mm non-bsc stent. Following post dilation, residual stenosis was 0%. On the seventh day, the event in-stent thrombosis of lad was considered to be resolved without residual effects and the subject was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).